Event description:
(B)(4) clinical study. Same patient as: 2134265-2012-04006, 2134265-2012-04007. It was reported that during a coronary stenting treatment procedure, the patient experienced slow flow. The target lesion being treated was located in the 1st obtuse marginal (om). The lesion was 80% stenosed, 3.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a (B)(4) study stent. Post deployment, angiogram revealed 0% residual stenosis with timi 2 flow distally. This was treated with administration of 100 mcg of ic nitroglycerin followed by administration of 200 mcg of ic verapamil with final timi 3 flow noted. Of note, per baseline corelab angio, the pre-procedure timi flow was 3. The patient was discharged 3 days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).